Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to order a therapy switch for an "encoder" related problem. There was no reported pt involvement.